Event description:
Side effects after lasik. Procedure was done to both eyes, however left eye never fully developed/corrected normally. Vision is supposedly 20/16 but left eye is very blurry in low level light and at night. Vision is degraded at night to both eyes, left eye severe with much glare and halos along with ghosting to both eyes. FDA safety report ID # (B)(4).